Event description:
As reported via the sapphire registry, a male pt expired due to a possible stroke approximately 8 months after two precise rx stents were implanted into his proximal right internal carotid artery. Approximately 1 month after the index procedure, the pt had an episode of confusion. Ultrasound revealed a 40% occlusion in the right internal carotid artery. Two weeks later, he began falling frequently due to "balance issues". Approximately 8 months after the index procedure, the pt experienced a worsening of his confusion, as well as memory loss, incontinence, agitation, and swallowing difficulty. He expired approximately 5 days later. The investigator felt that the cause of death was a possible stroke, and due to the known stent restenosis, thought it could be related to the precise stents. At the time of the index procedure, the pt had an nih stroke scale score of 1 with a history of copd and contralateral carotid occlusion. Angiography revealed a 95% stenosis in her proximal right internal carotid artery. The lesion was 1.5 mm in length with tandem lesions. The reference vessel was 4.0 mm in diameter and mildly tortuous. An angioguard rx with a 5 mm basket was deployed distal to the target lesion. The lesion was pre-dilated. A 9 x 40 and a 10 x 40 precise rx stent were implanted at the target lesion. The total stented segment was 60 mm. The investigator implanted the second stent due to residual stenosis at the proximal edge near the carotid bifurcation. The angioguard device was successfully retrieved, with no debris observed in the basket. The pt was discharged the following day. Discharge medications included clopidogrel.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-00523.